Manufacturer narrative:
During surgical intervention, the physician tried without avail, to reposition the rv lead. As a result, the product was explanted and replaced with another boston scientific rv lead. The explanted product is not intended to be returned for post market evaluations. If new details are received, a follow-up report will be submitted.

Manufacturer narrative:
This event will be updated following receipt of additional information.

Event description:
Boston scientific received information that four days post implant this right ventricular lead exhibited loss of capture; lead dislodgment suspected. While no adverse patient effects were reported, surgical intervention was scheduled for lead repositioning and an inappropriate shock was reported due to atrial fibrillation.

Event description:
--